Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: biomet maxim modular finned stem 40mm, item # 141314, lot # 023400. Biomet primary interlok tibial tray 67mm, item # 141212, lot # 015530. Custom interlok titanium vanguard ps femoral left 60mm, item # cp113635, lot # 263620. Biomet signature tka gde/mdl set, item # 42-422561, lot # 071746. Biomet vanguard ps tibial bearing, item # 183724, lot # 986710. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to device remaining implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03586, 0001825034-2017-03587, and 0001825034-2017-03589.

Event description:
It was reported after an initial knee arthroplasty, the patient is being considered for a revision due to loosening. Attempts have been made and additional information on the reported event is unavailable.